Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one shock and afterwards the patient has remained in atrial fibrillation (af). Technical services (ts) was consulted, discussed no noise and that the atrial fibrillation (af) appeared to have been oversensed which led to the inappropriate shock. Technical services (ts) recommended x ray to confirm electrode position and discussed reprogramming options. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, the physician performed a chest x ray and did a treadmill test. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, this patient received an inappropriate shock due to noise while sitting on tractor. Auto setup was performed and noise was found to be reproducible in the secondary sensing vector. It was noted that the patient had lost 40 pounds. Technical services (ts) provided a review of the episodes, noted signal amplitude reduction and increased noise during event. Ts noted stable electrode impedance. The secondary sensing vector was stable in terms of noise. This device was reprogrammed to secondary sensing vector with double gain to help with noise. An x ray was performed which showed the s-ICD had migrated inferiorly. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, indicating that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had received three inappropriate shocks since implantation with noise noted on the three sensing vectors. Technical services (ts) noted possible causes and identified possible proximal electrode cable noise. This device tachycardia therapy was programmed off. Technical services (ts) recommended replacement of this s-ICD system. Subsequently it was noted that the patient received a following inappropriate shock. Ts recommended s-ICD system explant. This device remains implanted at the moment. No additional adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one shock and afterwards the patient has remained in atrial fibrillation (af). Technical services (ts) was consulted, discussed no noise and that the atrial fibrillation (af) appeared to have been oversensed which led to the inappropriate shock. Technical services (ts) recommended x ray to confirm electrode position and discussed reprogramming options. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, the physician performed a chest x ray and did a treadmill test. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, this patient received an inappropriate shock due to noise while sitting on tractor. Auto setup was performed and noise was found to be reproducible in the secondary sensing vector. It was noted that the patient had lost 40 pounds. Technical services (ts) provided a review of the episodes, noted signal amplitude reduction and increased noise during event. Ts noted stable electrode impedance. The secondary sensing vector was stable in terms of noise. This device was reprogrammed to secondary sensing vector with double gain to help with noise. An x ray was performed which showed the s-ICD had migrated inferiorly. This s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one shock and afterwards the patient has remained in atrial fibrillation (af). Technical services (ts) was consulted, discussed no noise and that the atrial fibrillation (af) appeared to have been oversensed which led to the inappropriate shock. Technical services (ts) recommended x ray to confirm electrode position and discussed reprogramming options. This s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one shock and afterwards the patient has remained in atrial fibrillation (af). Technical services (ts) was consulted, discussed no noise and that the atrial fibrillation (af) appeared to have been oversensed which led to the inappropriate shock. Technical services (ts) recommended x ray to confirm electrode position and discussed reprogramming options. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, the physician performed a chest x ray and did a treadmill test. This s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one shock and afterwards the patient has remained in atrial fibrillation (af). Technical services (ts) was consulted, discussed no noise and that the atrial fibrillation (af) appeared to have been oversensed which led to the inappropriate shock. Technical services (ts) recommended x ray to confirm electrode position and discussed reprogramming options. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, the physician performed a chest x ray and did a treadmill test. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, this patient received an inappropriate shock due to noise while sitting on tractor. Auto setup was performed and noise was found to be reproducible in the secondary sensing vector. It was noted that the patient had lost 40 pounds. Technical services (ts) provided a review of the episodes, noted signal amplitude reduction and increased noise during event. Ts noted stable electrode impedance. The secondary sensing vector was stable in terms of noise. This device was reprogrammed to secondary sensing vector with double gain to help with noise. An x ray was performed which showed the s-ICD had migrated inferiorly. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, indicating that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had received three inappropriate shocks since implantation with noise noted on the three sensing vectors. Technical services (ts) noted possible causes and identified possible proximal electrode cable noise. This device tachycardia therapy was programmed off. Technical services (ts) recommended replacement of this s-ICD system. Subsequently it was noted that the patient received a following inappropriate shock. Ts recommended s-ICD system explant. This device remains implanted at the moment. No additional adverse patient effects were reported.